Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized two days after the onset of the peritonitis. It was reported that the peritonitis was manifested by abdominal pain, fever, diarrhea, vomiting and turbid dialysate. One day after hospitalization, the pd catheter was removed and the patient was switched to hemodialysis. Treatment for the peritonitis was not reported. At the time of this report, the patient was not recovered from the event. Additional information was requested but is not available.